Manufacturer narrative:
The diamondback 360® coronary orbital atherectomy system instructions for use manual states perforation is a potential adverse events that may occur and/or require intervention. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. Csi ID: (B)(6).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used via iliac artery access for treatment of a lesion in the mid and proximal right coronary artery (rca). The vessel was 3.5mm to 4.0mm in diameter with severe tortuosity and calcification. The proximal lesion was 95% stenosed, and the mid lesion was 95-99% stenosed. A microcatheter was advanced through the proximal lesion, but the catheter would not advance through the mid lesion. The viperwire guide wire was advanced through the mid lesion. Multiple low speed treatments were performed in the proximal and mid rca. The oad was removed, and a contained perforation was noted near the proximal lesion. Wire access across the second lesion was lost at that time. A temporary pacing wire was inserted. The patient was stable, and echocardiogram did not indicate any effusion. After assessment of the patient's status, the physician continued the procedure. Wire access for the mid lesion was re-obtained. However, after multiple unsuccessful attempts were made to advance angioplasty balloons through the lesion, the physician decided to perform wire exchange for a rotational atherectomy wire. Rotational atherectomy was performed for treatment of the mid lesion. Two stents were placed across the proximal and mid lesion, thereby covering the perforation. A covered stent was then placed inside of the previous two stents. A third stent was also placed in the proximal vessel, and post-dilation was performed. During the procedure, multiple echocardiograms were performed to confirm that there was no pericardial effusion. The patient left the cath lab in stable condition and was later discharged home.